Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported noting a balloon in the pumping segment while infusing tpn and connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a balloon in the silicone pumping segment was confirmed per a picture received from the customer which showed a ballooned bulge near the upper fitment. The root cause for this event could not be determined.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.